Event description:
The manufacturer received information alleging a ventilator inoperable error occurred. The device stopped briefly then restarted and continued. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegation. The main pca was replaced to repair the device. In addition the outlet flow path, blower, right side assembly and user interface panel were replaced. The device passed all tests.